Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five critical battery alarms were noted on the battery. The patient noted that the battery would not switch to the other power source when it should and would stay on and continue running while alarming. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (bat591418) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual testing. Functional testing revealed abnormalities related to the relative state of charge (rsoc) plot. Log file analysis revealed multiple critical battery alarms within (B)(6) 2018 and (B)(6) 2018. During the critical battery alarm, the battery dropped to 5%, 6% and 7% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery and was not expected to switch. Given that the capacity dropped to 5%, 6% and 7% rsoc may be indicative of an estimation error. This observation is also related to the observed abnormalities on the rsoc plot. As a result, the reported critical battery alarm is confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10% rsoc, triggering a critical battery alarm. If information is provided in the future, a supplemental report will be issued.